Event description:
It was reported that the graftmaster was implanted to treat a perforation in the right coronary artery (rca), however, it failed to seal the perforation. Five non-abbott coils were placed to cover the perforation. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.